Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that during a follow up the battery level of this device was at 15%. At a previous follow up in early december 2019 the battery level was 65%. A review of the case by engineering confirmed that the device was malfunctioning. It was noted that the device had exhibited characteristics of premature depletion consistent with degradation of a ceramic capacitor due to traces of hydrogen gas within the sealed device environment. It was noted that the device will remain capable of delivering therapy if replaced within 28 days. No adverse patient effects were reported.

Manufacturer narrative:
This correction report is filed to update the type of investigation and investigation findings codes, and add the conclusion code. These codes were missing or incorrect in the previous report. The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that during a follow up the battery level of this device was at 15%. At a previous follow up in early december 2019 the battery level was 65%. A review of the case by engineering confirmed that the device was not functioning as expected. It was noted that the device had exhibited characteristics of premature depletion consistent with degradation of a ceramic capacitor due to traces of hydrogen gas within the sealed device environment. It was noted that the device will remain capable of delivering therapy if replaced within 28 days. No adverse patient effects were reported. Subsequently the device was explanted and will be returned.

Event description:
It was reported that during a follow up the battery level of this device was at 15%. At a previous follow up in early december 2019 the battery level was 65%. A review of the case by engineering confirmed that the device was not functioning as expected. It was noted that the device had exhibited characteristics of premature depletion consistent with degradation of a ceramic capacitor due to traces of hydrogen gas within the sealed device environment. It was noted that the device will remain capable of delivering therapy if replaced within 28 days. No adverse patient effects were reported. Subsequently the device was explanted and will be returned.

Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over the past year. The case was opened, the battery was removed, and an external power supply was connected to the device for further analysis. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. The identified capacitor was removed and tested, independently quantifying the extent and behavior of the electrical leakage. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.